Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Patient also reported non-device related event of "chest and back [is] turning green. . .[like] "mold." The device remains implanted.